Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at the display window, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the buttons on the insulin pump are not responding. Customer does not recall any significant events leading to the keypad issue. Device is no longer in use, customer has reverted to back up plan. Nothing further reported.